Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: there is a leak of ultrasound packing at the ultrasound connector. The probe unit has sharp dents. The rubber glue has a cut/hole. The insertion tube is buckled. There is leaking at the control knob. The control knob is loose/has play. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported an ultrasonic gastrovideoscope was found to have issues with poor air flow. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the sharp dents on the probe unit were likely caused by an external force applied during transportation, storage, use, cleaning, etc. This event can be prevented by observing the items listed in the instruction manual; therefore, it is assumed that this event was caused by the user's handling. The following is stated in the instructions for use which can prevent the event: "do not hit or drop the distal end of the insertion tube when carrying the endoscope by hand. The ultrasonic transducer internal damage can result and/or the ultrasonic image will be abnormal." Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.